Event description:
It was reported that noise resulting in inappropriate auto mode switching (ams) was observed on the right atrial (ra) lead in clinic. The ra lead was capped (B)(6) 2026 and replaced. The patient was stable and doing well post procedure.